Event description:
A facility reported that the mlx 300w mlx 300w xenon lightsource (00mlx) failed to turn on. The biomedical engineer checked and found that the fuses were blown. The fuses were replaced but still there was no power to the unit. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11. Corrected field: h6 (investigation findings 1).

Event description:
N/a

Manufacturer narrative:
The mlx 300w mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: the described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).